Event description:
In 2007, the patient reported that she has been experiencing occlusion errors (e4) while bolusing that she believes are being caused by her infusion set. She stated she uses an 8mm cannula and she believes it may be too long for her body because she is very lean. She stated that she may be hitting muscle upon insertion. She performed troubleshooting prior to the report, and she disconnected from the infusion site and bolused in the air. She stated that insulin dripped from the end of the infusion tubing. She also changed the adapter. She stated that her blood glucose has been affected as a result and has been as high as 500 mg/dl. She bolused insulin via syringe to lower her readings. The patient was sent replacement infusion sets with a shorter cannula length. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.